Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console did not recognize the motor. The unit was returned for repair. No alarms were reported by biomed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not recognizing the motor was unable to be confirmed. The centrimag motor (serial number unknown) was not returned for analysis. A log file extracted from the returned console did not contain data from the reported event date of 23jan2026. The captured data did not indicate an issue that would contribute to the console not recognizing the motor. Reported information stated that no alarms were reported for the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the motor being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The operating manual, section 12.1-"appendix I ¿ console alarms and alerts", contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.